Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately(B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated that twelve hours after sensor insertion, the patient experienced an irritating rash. The location of the reaction was on the right side of the abdomen two inches from the belly button. The affected area began to turn red and develop raised, rough bumps. The sensor was removed on (B)(6) 2018. The patient was prescribed steroids for treatment, however exact date of medical intervention was unavailable. At the time of contact, it was indicated that the patient had healed. No additional event or patient information is available.